Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stones performed on october 31, 2023. About 5 minutes into the procedure, the physician noticed a droplet in the middle of the screen that would not go away after trying to clear with water. The droplet obstructed visualization during stent removal so the physician switched to a reusable scope to complete the procedure. There were no patient complication as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.